Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high capture thresholds. The health care professional (hcp) tested different vectors. Technical services (ts) advised the consequences of having a high output and noted that lv therapy is not recommended for this patient. The hcp reprogrammed the device to the most optimal vector. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) and high capture thresholds. The health care professional (hcp) tested different vectors. Technical services (ts) advised the consequences of having a high output and noted that lv therapy is not recommended for this patient. The hcp reprogrammed the device to the most optimal vector. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.